Manufacturer narrative:
Advanced sterilization products (asp) received updated information from the customer stating the load involved with the positive cyclesure® 24 biological indicator (bi) was partially released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue.

Manufacturer narrative:
(B)(4). Manufacturer date: 05/18/2015.

Event description:
The customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. It is unknown if the affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00510 and 2084725-2015-00511.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot history, retains testing, and system risk analysis (sra). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number involved was reviewed from 05/08/2015 to 10/08/2015 and trending was not exceeded. Trending analysis of the product malfunction code (pmc) 'suspect positive bi' found trending exceeded between 8/2014 to 2/2015; a CAPA has been initiated to address the issue. Thirty-two (32) retains from the involved lot were subject to functional evaluation. All bis met specifications. The sra indicates the risk score associated to the reported event is low, with exposure to biohazardous, pathogenic or infectious material as limited. The cyclesure® 24 bi was not returned; therefore, visual analysis could not confirm the reported event. It is unlikely the suspect positive bi was caused by a performance issue of this lot as retains met specifications, DHR review found no anomalies that would contribute to a positive bi result, and lot history showed trending not exceeded. Sterrad performance is also an unlikely cause of the reported event as the cycle passed and the customer stated subsequent bis were negative for growth. Feedback from the customer indicated that the bi was placed incorrectly and that the issue has since been resolved by re-training the staff. A definitive assignable cause for the event could not be determined.